Event description:
It was reported two days after initial implant, the right ventricular lead had moved in the right ventricle creating intermittent non-capture. Replacement instead of repositioning of the lead was necessary due to patient dependency. The lead was removed and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) the full lead was returned, analyzed and primary analysis revealed no anomalies found. There was blood present in/on the helix/lobe mechanism.